Manufacturer narrative:
The front wheels / front forks gave way and the patient fell back, got the walker over her/him. The patient squeezed his/her arms and struck the back with bruises as a result. The maxi is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in (B)(6).

Event description:
The front wheels / front forks gave way and the patient fell back, got the walker over her/him. The patient squeezed his/her arms and struck the back with bruises as a result. The maxi is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in (B)(6).